Event description:
It was reported that the 9800 system had a saturation fault during a case. The 9800 system had to be removed and the procedure was completed with another system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site inverstigation. The boards and connectors were re-seated. The power cap module and snubber board were repaired during the service call. The system was tested, and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint number.